Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8352-50, serial#: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead. Model#: sc-4316, lot#: 20040390, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as it were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection around the lead and ipg site. It was noted that the skin around the pocket site eroded and the ipg was exposed. The physician believed that the patient being a smoker was the major contributor to the slowed healing process and onset of the infection. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.